Event description:
New information received noted that patient presented to emergency room with lightheadedness and fatigue possibly related to intermittent loss of capture from the leadless pacemaker.

Event description:
It was reported that an asymptomatic patient presented to the emergency room with their leadless right ventricular pacemaker exhibiting high capture thresholds due to a microdislodgement. Intracardiac echocardiography (ice)imaging was used to confirm the dislodgement and locate the device. The device was explanted and replaced to address the issue. Patient was stable.

Manufacturer narrative:
The complaints of failure to capture and dislodgement were not confirmed. The device was returned for analysis. Visual, mechanical, electrical, and longevity analysis were all normal with no anomalies found.